Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure.

Event description:
A case of pericardium perforation was reported during a left lateral atrioventricular reciprocating tachycardia pathway ablation procedure, where the nrg transseptal needle was used among other devices. Procedure was completed and pericardiocentesis was performed on the patient. There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report.